Manufacturer narrative:
Product complaint # pc- (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The lot number was not reported. Initial reporter phone: (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are complaint conclusion: as reported by the field, during a stent implantation for intracranial artery stenosis, a 4.5x22mm enterprise stent delivery system was impeded in a nonspecific microcatheter (mc). It was reported by physician that the stent couldn't be pushed in the microcatheter. The physician withdrew the stent, but it deployed in the mc. Then the physician withdrew the stent and microcatheter outside of the body together. Changed to a new stent to complete the procedure. The target cerebral position was lost. There was no patient injury reported. Additional information received indicated that there was no evidence of physical material within the device. The doctor found the enterprise stent opens in advance at the mouth of the prowler select microcatheter (606s255x, unknown lot). The incident occurred as the stent was being pushed in the mc. No excessive force was applied to the device. Everything was in accordance with the operation requirements. The device was removed from the patient without additional intervention. Adequate flush was maintained through the devices. There was less than a 30 minutes prolongation delay in the procedure due to the event. There were no issues with the mc. The device has not been returned for analysis and therefore no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - physical resistance / sticking¿ could not be confirmed. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance and indicates that the flush should be verified in the event of resistance/friction during device advancement. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance/friction. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent implantation for intracranial artery stenosis, a 4.5x22mm enterprise stent delivery system was impeded in a nonspecific microcatheter (mc). It was reported by physician that the stent couldn't be pushed in the microcatheter. The physician withdrew the stent, but it deployed in the mc. Then the physician withdrew the stent and microcatheter outside of the body together. Changed to a new stent to complete the procedure. The target cerebral position was lost. There was no patient injury reported. Additional information received indicated that there was no evidence of physical material within the device. The doctor found the enterprise stent opens in advance at the mouth of the prowler select microcatheter (606s255x, unknown lot). The incident occurred as the stent was being pushed in the mc. No excessive force was applied to the device. Everything was in accordance with the operation requirements. The device was removed from the patient without additional intervention. Adequate flush was maintained through the devices. There was less than a 30 minutes prolongation delay in the procedure due to the event. There were no issues with the mc.